Event description:
A port was placed in the patient. After completion, it was noticed that the product had expired. ====================== health professional's impression======================expiration date was written "2009-10". Suggestion - write expiration with month spelled out, and year, i.e. October 2009.